Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Five (5) bags in its original closed packaging were submitted to the manufacturer for evaluation. Through visual examination, a 5 cm thin dark filament compatible with human hair was observed. The contamination is outside the product external to the fluid path. The sample is not within specification; the reported defect is confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. The defect is a result of a failure in the production process; it is caused by a human mistake during the packaging process. The case is considered an isolated incident. The manufacturing personnel in charge of manufacturing of the product have been informed about this complaint and defect. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: product ref#: 2112531, lot#: 24h27, reported issue: hair inside bag, quantity affected: 1, any injury or harm: no.